Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, automatic mode switching episodes were observed due to noise on the atrial lead. No intervention was performed at this time, the lead will be monitored. The patient was stable.